Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of foreign material found in air/water channel and air/water cylinder. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, 2024 the foreign material could not be identified. The cause of the foreign material remaining in the device was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the instructions for use (IFU). It was confirmed that the foreign material residue point was confirmed free from deformation. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 "preparation and inspection". IFU states the preventive measure in evis exera ii gif/cf type 165 series reprocessing manual "cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.